Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited occasional atrial undersensing. It was further noted that the patient experienced "mental status changes" and a fall. The ra lead remains in use. No further patient complications have been reported as a result of this event.